Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2000: [missing records: a surgical report for sigmoid resection was not provided.]. (B)(6) 2001: [missing records: records for abdominal x-rays and CT scan were not provided.] (B)(6) 2001: (B)(6) medical center. (B)(6) md. History and physical. White count 11.4. Admitted on IV cefotetan antibiotic, IV hydration and bowel rest. This morning white count 8.57. Abdominal x-rays showed no evidence for significant ileus or obstruction. This morning stated abdominal pain remained persistent and slightly better with ice. Increased pain with movement but no signs of obstruction. Past medical history: sleep apnea. Obesity. Status post pseudoseizure, evaluated after taking wellbutrin. Immune thrombocytopenic purpura ¿ did not seem to be affected by previous surgeries. History of tobacco abuse ¿ quit 1997. Status post appendectomy, rhinoplasty, sinus surgery, low anterior sigmoid resection (B)(6) 2000 with prolonged postoperative ileus. Chronic sinusitis. Situational depression. Allergies: wellbutrin. Drinks approximately 12 beers per week. Examination abdomen: soft with some mild lateral lower abdominal tenderness and marked tenderness with overlying erythema about an 8 cm mass just to left of midline at lower aspect of midline abdominal incision. Had other palpable incarcerated ventral hernia defects about midline incision. Impression: large fenestrated incisional hernia with incarceration and probable strangulation of omentum about lower midline by physical exam and CT scan. Symptoms seem to be progressing with elevated temperature and persistent pain despite antibiotics. At this time, I believe should undergo urgent repair of incarcerated/question strangulated incisional hernia. Benefits, risks, alternatives, nature of hernia repair with and without mesh, indications and potential complications including pain, recurrence, infection, death, disability, injury were clearly explained. Discussed alternatives of conservative management and follow up repair with increased risk for abscess formation. Discussed use of mesh if infection was minimal and also temporary repair primarily if there was significant risk of infection and staged complete repair down the line ¿ probably october according to patient¿s choice. Plan: dr. (B)(6) (anesthesiologist) case discussed regarding medical problems and risk for surgery. Take precautions regarding sleep apnea postoperative in intensive care unit. (B)(6) 2001: southwestern vermont medical center. E. Scott frost, md. Operative report. Assistant: none. Anesthesia: general endotracheal inhalation anesthetic. Anesthesiologist: (B)(6), md/(B)(6) , crna. Preoperative diagnosis: incarcerated/strangulated ventral type incisional hernia. Postoperative diagnosis: strangulated lower midline incisional type ventral hernia. Operation: repair of strangulated lower midline incisional type ventral hernia with primary closure using #1 prolene and resection of necrotic omentum. Estimated blood loss: 75 cc. Fluid replacement: 2100 cc. Operative time: 1 hour/20 minutes. Findings: ¿moderate sized lower midline incisional defect containing strangulated necrotic omentum requiring resection. Palpation about the under surface of the anterior abdomen revealed mid and upper midline incisional defects smaller and plugged with omentum. It was felt not indicated to repair the upper defect considering necrotic omentum and edematous tissues and increased risk of infection with the use of mesh. It was felt at this time that the patient should have a staged repair with mesh about the entire incisional defect using mesh on an elective basis in the future once the patient has had adequate healing from this operation. It was felt that this approach would give the lowest risk for operative complications. Exploration of the underlying bowel appeared normal with no evidence for ischemic or necrotic bowel or compromise of bowel.¿ indications: a 37-year-old male status post sigmoid resection for acute diverticulitis by dr. (B)(6) , (B)(6) 2000, presenting at this time with a three to four day history of progressive lower abdominal pain and erythema over the skin. A cat scan evaluation revealed multiple fenestrated defects in the midline incision containing omentum with probable necrotic omentum about the lower most defect. Despite antibiotics and bowel rest, the patient¿s pain persisted and it was felt that he would require urgent repair, reduction and possible resection at this time. We discussed use of mesh for complete repair versus local repair in this acute situation and avoidance of mesh if there was an increased risk of infection. Please see h&p for further details of informed consent. The patient wished to proceed giving full informed consent and his mother was very supportive. The case was discussed preoperatively with dr. Paso considering sleep apnea and immune thrombocytopenic purpura. Procedure: ¿the patient was taken to the operating room where he received 2 gm of IV ancef and 500 mg IV flagyl prophylactically. He was induced using an adequate level of general endotracheal inhalation anesthesia and placed in the supine position. The lower midline incision below the umbilicus was carefully outlined with indelible ink. The abdomen was prepped and draped using sterile technique including ioban drape (the abdomen had previously been shaved). The scar below the umbilicus was excised and discarded. The incision was carried down through edematous subcutaneous tissue until the hernia sac was entered more so on the left side. The sac was entered and moderate amount of blood tinged fluid was drained. There was no foul smell or sign of perforated bowel or acute infection. A piece of necrotic omentum measuring approximately 3 x 4 cm was carefully mobilized away from the subcutaneous tissue/sac and resected by serially clamping, dividing, and ligating the end of the omentum. Some other areas of incarcerated omentum were also freed, and resected as above. The remaining end of omentum appeared healthy and was reduced back into the abdomen. A few bowel loops were pulled up and explored and noted to be health and not compromised. The defect was enlarged slightly in order to free the peritoneal surface surrounding the fascia defect for primary repair. After adequate hemostasis had been assured, the wound was copiously irrigated with saline solution and closed using two running sutures of #1 prolene begun from either end of the incision. Appropriate dead space was closed around the scar tissue and an adequate primary repair assured. It was assured that there was no compromise of bowel loops from the sutures. Subcutaneous dead space was closed using interrupted buried sutures of 3-0 vicryl and the skin was reapproximated with the subdermal tissues using interrupted buried subcuticular sutures of 3-0 vicryl. The wound was again irrigated and skin closed staples. Bacitracin ointment and a sterile gauze/medipore dressing placed. Following extubation, the patient was sent to the pacu in good condition having tolerated the procedure well. Although it was felt not necessary to obtain cultures, it was felt that there would be increased risk of infection because of edematous tissues and necrotic tissues resected. All counts were correct at the end of the procedure including needle, instrument, and sponge. Following extubation, the patient was sent to the pacu in good condition having tolerated the procedure well.¿. (B)(6) 2001: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2001 procedure was not provided.] (B)(6) 2001: (B)(6) medical center. (B)(6) md. Discharge summary. Final diagnosis: incarcerated incisional type ventral hernia with strangulated omentum (necrotic), status post primary repair and resection of necrotic omentum. Postoperative abdominal wall cellulitis, status post wound exploration/incision and drainage, although abdominal wall cellulitis was felt to be unrelated to deep wound process, as cultures so far have been negative. Postoperatively initially did well with resolution of ileus quickly, however on (B)(6) 2001 noted to have progressive abdominal cellulitis. Felt to be skin cellulitis unrelated to incision, however, showed signs of some spreading. Treated aggressively with IV zosyn and flagyl antibiotics. Although there was no change in cellulitis several hours later, complained of lower midline wound pain over staples. For this reason, informed consent was obtained and exploration for incision and drainage about lower half of wound took place at bedside. Done with IV demerol and local anesthesia. Wound exploration revealed essentially normal tissues and healthy appearing fascia without signs of fasciitis. Wound was packed open with saline dressings. By (B)(6) 2001, cellulitis had almost completely resolved and wound continued to look clean. Having significant pain with dressing changes, requiring IV narcotics and kept another day. (B)(6) 2001, tolerating dressing changes with oral medications (vicodin) and wished to go home. Discharge arrangements made with visiting nurses association follow-up for normal saline dressings three times a day. Antibiotics stopped, as abdominal wall cellulitis had completely resolved and again felt unrelated to wound. Stable on exam and wound clean with early granulation. Follow-up with me on (B)(6) 2001. Given discharge instructions, prescription for vicodin and lactobacillus. Consider repair of entire hernia in fall/winter. (B)(6) 2002: (B)(6) medical center. (B)(6) md. History and physical. Has recurrence of incisional hernia repair and admitted for mesh repair. Weight 240 lbs. Examination abdomen: vertical midline incision. Diastasis of rectus muscles and has 5 cm fascial defect at umbilicus. Will have abdominal wall reconstruction. (B)(6) 2002: (B)(6) medical center. (B)(6) md. Operative report. Assistant: (B)(6) md. Anesthesia: general endotracheal. Anesthesiologist: (B)(6) crna/(B)(6) md. Preoperative diagnosis: multiple recurrent abdominal wall incisional hernias. Postoperative diagnosis: multiple recurrent abdominal wall incisional wall hernias. Operation: reconstruction of anterior abdominal wall using bard composix mesh 12 inches long, 8 inches wide. Indications: a 38-year-old man who had acute perforated sigmoid diverticulitis with peritonitis in (B)(6) 2000, then had incarcerated lower midline incisional hernia in (B)(6) 2001, and now has recurrent multiple vertical midline incisional hernias. Findings and procedures: ¿his vertical midline incision had a 6 cm fascial defect at the umbilicus, a 3 cm fascial defect beneath the umbilicus and a 4 cm defect in the epigastrium as well as several smaller 1 cm fascial defects in the area of previous sutures. Exploration of the abdominal cavity revealed liver, no stones in the gallbladder. Small bowel was run and was normal. The colon was normal. No other exploration was done. The greater omentum was placed down in the pelvis and bard composix mesh was tacked with interrupted prolene sutures to the right costal margin, xiphisternum, left costal margin, lateral gutters and suprapubic area and then in between it was tacked in with an origin coil spring tacker. The patient was taken to the operating room and placed under general endotracheal anesthesia. The abdomen was entered by excising his vertical midline incision, reducing the hernias and sharply dissecting the greater omentum off the anterior abdominal wall and out of the multiple hernia sacs. When the fascial edges were elucidated throughout the above described composix mesh which is ptfe against the bowel and polypropylene mesh against the fascia surface anteriorly was tacked in place, and this was spread out nicely with no possibility of curling edges and no possibility of small bowel interposing. Then the linea alba was closed with running #1 prolene again catching the polypropylene surface to incorporate that into the abdominal wall. The skin was then approximately with staples and previously greater omental bleeder were clamped and tied off. Operative time: one hour and 10 minutes. Blood loss: approximately 250 cc. The patient tolerated the procedure well.¿. (B)(6) 2002: (B)(6) medical center. Progress record. Implant record. Bard composix mesh. (B)(6) 2002: (B)(6) medical center. [Signature illegible.] Progress notes. Abdomen soft, incision okay with some serous ooze. Ileus slow to resolve, plan fleets enema. Dry, plan IV fluids. (B)(6) 2002: (B)(6) medical center. (B)(6) md. Discharge summary. Follow-up with (B)(6) md in one week. Postoperative course marked by moderate to severe pain, which was ultimately controlled on fourth postoperative day and fevers with negative bacteriological work-up. (B)(6) 2002: [missing records: abdominal x-rays showing ¿small bowel obstruction¿ were not provided.] (B)(6) 2002: (B)(6) medical center. (B)(6) md. History and physical. Developed sudden onset abdominal pain and vomiting after hard belly laugh on (B)(6) 2002. Seen in office (B)(6) 2002 at which time had had normal bowel movement earlier in morning and vomiting had settled down. Had tender abdomen around periphery of mesh suture line in abdomen, but normal active bowel sounds. Treated with ativan and muscle relaxer and phenergan and percocet. Slept well until approximately 4 p.m. At which time woke with nausea and vomiting. This settled down and at approximately 7 p.m. Developed nausea and vomiting again. This time wished to come to emergency and be admitted. Directly admitted for bowel rest, IV hydration, and muscle relaxation using ativan and phenergan and robaxin. Admitted (B)(6) 2002 evening. Review of (B)(6) 2002 abdominal x-rays revealed small bowel obstruction. Small amounts of air in colon. Stated feeling better, but not passing flatus. Reported abdomen still tender, but improved. Examination abdomen: soft with moderate incisional tenderness around lateral aspects of abdomen/mesh repair margin and lower abdominal areas. No guarding. Bowel sounds high pitched and sounded partially obstructive. Incision otherwise looked good without recurrent hernia of infection. Impression/plan: two weeks status post abdominoplasty mesh repair, presenting with postoperative obstruction. Most likely related to adhesions from multiple previous surgeries. Admit for IV hydration, bowel rest. Plan follow-up abdominal x-rays later today and tomorrow morning and nasogastric tube if needed. (B)(6) 2002: (B)(6) medical center. (B)(6) md. Discharge summary. Had a bowel movement, tolerated food well, and wished to go home. Discharged in good condition. (B)(6) 2004: [missing records: operative report for lysis of adhesions for intestinal obstruction was not provided.] (B)(6) 2005: [missing records: records for CT scan showing ¿9 cm fascial defect¿ were not provided.] (B)(6) 2005: (B)(6) medical center. (B)(6) md. History and physical. Began noticing enlarging abdominal incisional hernia in lower aspect of vertical midline wound and is admitted now for repair. Other medical problems include type 2 diabetes, diet controlled; morbid obesity. Appendectomy 2000 for repeat appendicitis. Review of systems: does note mild chest tightness, occasional asthma treated with combivent. 6 foot 1 1/2 inches tall, more than 320 pounds (weight not measureable on office scale). Examination abdomen: vertical midline incisional hernia which goes from mid upper abdomen to suprapubic area. 30-40 centimeter in diameter protuberant hernia sac which is not reducible. Has an appreciable, 9 centimeter, fascial defect in vertical midline incision and this is confirmed on CT which reveals an approximately 9 centimeter fascial defect and at least four loops of small bowel incarcerated in hernia. Impression/plan: incarcerated vertical midline incisional hernia, recurrent. Will be admitted for open repair of incarcerated incisional hernia. (B)(6) 2005: southwestern vermont medical center. (B)(6) md. Operative report. Operation: dual mesh repair of 9 centimeter in diameter lower abdominal incisional hernia with a 15 x 19 centimeter piece of dual mesh. Excision of abdominal wall panniculus and hernia sac with skin excised 18 centimeters high, 10 centimeters wide including keloid scar. Repair with abdominoplasty. Assistant: (B)(6) md. Anesthesia: morphine spinal and general endotracheal. Anesthesiologist: (B)(6) crna ¿ (B)(6) md. Preoperative diagnosis: incarcerated and recurrent lower abdominal incisional hernia. Panniculitis. Keloid scar. Postoperative diagnosis: (dictation anomaly). Indications: a 41-year-old man with a rapid weight gain in the past year with computerized axial tomography scan demonstrating a 9 centimeter fascial defect and at least four loops of small bowel and left lower quadrant hernia. Operative findings: consistent with that. There were multiple loops of nonadhered small bowel incarcerated in the wound that reduced with some difficulty through the 9 centimeter fascial defect. Description of procedure: ¿the patient was taken to the operating room, given 2 grams of intravenous ancef, general endotracheal anesthesia preceded by a morphine spinal with pneumatic stockings. The abdomen was prepped with betadine and isolated with sterile drapes. The abdomen was incised planning a vertical incision but a wide fusiform incision was made around the skin that was inflamed and this entered down into the hernia sac which was entered and then the small bowel was reduced back into the peritoneal cavity and then an extensive dissection was performed to remove the hernia sac from the left lower quadrant of the abdominal wall with its overlying skin. Some of the hernia sac extended into the right lower quadrant as well. When the hernia sac and damaged skin were all excised, a 15 x 19 centimeter piece of dual mesh was placed with the rough side anteriorly and the smooth side towards the bowel. Eight cardinal sutures were placed through the abdominal wall using 2-0 prolene to tack the mesh into the peritoneum, and then the intervening areas were occluded with an origin tacker so that no bowel could possibly come between the mesh and the abdominal wall. The fascia was then closed transversely with running 2-0 prolene. A round jackson-pratt drain was placed into the huge dead space and then the wound was approximated with 3-0 pds for subcutaneous, a large dog ear in the left lower quadrant part of the wound was excised by a large flap measuring 5 centimeters long and the incision was then t¿d to the left. The skin was then closed with 3-0 prolene vertical mattress sutures. Operative time was an hour and 20 minutes. Blood loss was approximately 150 ml. The patient had some hypercapnia during the procedure partly because of ventilation issues because that patient¿s massive size ¿ note that he is 6¿ 1-1/2¿ tall and 320 pounds probably more since weight was not measureable on the office scale and the hypercapnia was resolved with increasing ventilator rate. The patient otherwise remained stable without hypotension or arrhythmias. A sterile dressing was applied and the patient returned to the post anesthesia care unit.¿. Product identification records for alleged ¿gore-tex mesh¿ were not provided. (B)(6) 2005: (B)(6) medical center. (B)(6) md. Discharge summary. Reduction of hernia with gore-tex 15x19 cm mesh repair. Complications: difficult perioperative/postoperative pain management. Had significant pain and was started on fentanyl patient controlled analgesia. Receiving approximately 100 mcg of fentanyl hourly and early postoperative pain control was quite difficult. Fentanyl patient controlled analgesia was converted to morphine patient controlled analgesia which seemed to give better pain control. Ileus, as it resolved, allowed for addition of oral percocet additionally. Jp drain and foley removed postoperative day number 2. Diet advanced to regular and was getting good pain control with oral agent alone. Postoperative day number 3, incision was clean and dry without sign or symptom of infection. Moderate ecchymosis was beginning to resolve. Drain site clean and dry. Felt ready to be discharged. (B)(6) 2006: [facility ni, not indicated]. (B)(6) md. Office notes. Dr. (B)(6) did routine screening physical (B)(6) 2006. In june driving fence posts and developed bulge in previous repair incision which is now reducible. Had chest pain a year ago, cardiac catheterization negative. During physical exam dr. (B)(6) found palpable mass in left rectal wall and referred for sigmoidoscopy. Weight 318 pounds. Examination abdomen: partially reducible mass that is 15 cm in diameter and there appears to be fascial defect with margins that are difficult to define, but estimated at 7-9 cm in lower vertical midline incision. Impression: normal screening sigmoidoscopy. Minimal diverticulosis. Morbid obesity. Recurrent and incarcerated incisional hernia. (B)(6) 2008: (B)(6) medical center. (B)(6) md. History and physical. Cerebrovascular accident two months ago when patent foramen ovale diagnosed. Asthma. Assessment/plan: symptomatic hematoma right groin. Admit for pain control. (B)(6) 2008: [missing records: records for CT scan showing ¿large ventral abdominal hernia¿ were not provided.] (B)(6) 2008: (B)(6) medical center. (B)(6) md. Consultation. Past surgical history: (B)(6) 2008, attempted percutaneous placement of septal patch. Right groin exploration for retrieval of patch. Arthroscopic debridement of meniscus left leg (B)(6) 2006. Coronary artery disease with myocardial infarction and chest pain (B)(6) 2006. Weight 144 kg. Examination abdomen: obese. Infraumbilical vertical midline incision with a 10-12 centimeter protuberant hernia with 10 centimeter fascial defect in midline. Fresh stapled incision right groin with marked ecchymosis. CT scan reveals large right inguinal hematoma without extravasation. Some compression of common femoral vein on right and large ventral abdominal wall hernia containing bowel with hernia coming off right edge of previously placed mesh. (B)(6) 2009: (B)(6) medical center. (B)(6) md. History and physical. Incarcerated incisional hernia. (B)(6) 2005 had incarcerated hernia. Had dual mesh repair with abdominal wall panniculus. Notes approximately year and a half later was standing in pickup truck driving fence posts when felt pop and break loose, and subsequent to that has been steadily enlarging. Past surgeries: 2008 trans femoral closure of patent foramen ovale causing a cerebrovascular accident. Amplatzer occlude by aga corporation placed (B)(6) 2008. Lysis of adhesions for intestinal obstruction (B)(6) 2004. Weight 330 pounds, bmi 44. Examination abdomen: vertical midline incision with huge protuberant mass in right lower quadrant which is about 30 cm in diameter. With supine position on manipulation it is not completely reducible, but has fascial margins appear to be about 8 cm in right lower quadrant and immediately abuts residual of right lower quadrant mcburney¿s incision. No bulge in left side of abdomen. Right groin intact. Reviewed CT scan 2008, at time of right groin hematoma and that demonstrates 7 cm fascial defect containing small and large bowel, with intraperitoneal gore-tex dual mesh which is folded at right medial edge, but intact laterally. Plan: preoperative clearance by dr. (B)(6). Would like to defer surgery until (B)(6) 2009, at which time will attempt retro rectus to make every effort to stay out of abdomen, but will be prepared for intra-abdominal placement if necessary. (B)(6) 2009: (B)(6) medical center. (B)(6) md. Operative report. Assistant: dr. (B)(6) . Anesthesiologist: (B)(6) , aa and dr. (B)(6) . Anesthesia: general endotracheal. Preoperative diagnosis: recurrent incarcerated vertical midline incisional hernia. Postoperative diagnosis: recurrent and incarcerated vertical midline incisional hernia. Operation: retrorectus mesh repair with 20 x 25 cm ultrapro mesh of recurrent incisional hernia. Panniculectomy low abdomen. Operative indications: a 45-year-old man who had previously a lower vertical midline incision from sigmoid colectomy, herniated, and was repaired with a intraperitoneal dualmesh. Approximately 2 years ago the patient was swinging a sledgehammer when he felt the mesh go and then he has had a progressively enlarging bulge in the right lower quadrant. Operative findings: the patient had a massive hernia containing small and large bowel. The hernia was 15 x 20 cm in diameter. The fascial defect was about 7 cm in diameter and the patient had a very large panniculus with excess skin over the hernia sac which was ultimately resected. Procedure: ¿the patient taken to the operating room and surgeon led time-out was performed, confirming vte [venous thromboembolism] prophylaxis with pneumatic stockings, preoperative lovenox, prophylactic single dose IV antibiotic start and stop time noted and a foley catheter. Local anesthetic was planned and allergies were noted. The abdomen was clipped of hair, prepped with actiprep, allowed to dry and then covered with ioban and sterile drapes. The vertical midline incision was reopened and the hernia sac was bluntly and sharply dissected out of the subcu tissues. The hernia sac was then followed down to the fascial margins and medially there was a rolled-up segment of mesh, laterally the fascial edges were free. The hernia was then dissected off the fascial edges and ultimately the fascia had to be incised vertically to allow it to be reduced back into the peritoneal cavity. The edge of the rectus was then found both medially and laterally and the rectus was defined and dissected out to the lateral edge of the rectus sheath and internal oblique. On the right lower quadrant, the epigastric vessels came through, were problematic and they were clamped and tied off with vicryl. That was not necessary on the left. When the retrorectus space was developed medially and laterally the incisions were then joined inferiorly along the pubis and superiorly at the umbilicus. The fascial defect and mesh size was measured as above, placed into the retro rectus space, and held in place with eight cardinal sutures of transabdominal zero prolene. The linea alba and peritoneum was closed behind the mesh and then when the mesh was sutured in place it held very nicely with nice adequate placement tension without rolled edges. When these sutures were tied down then the anterior rectus sheath was closed over the mesh with running zero prolene. The excess skin laterally was excised over an area of 10 cm wide, 20 cm vertically, down to the subcutaneous space. Bleeders were cauterized then wound was closed with 2-0 vicryl subcutaneous and staples for skin. The patient tolerated the procedure well and returned to the postanesthetic care unit in stable condition. Operative time 120 minutes. Estimated blood loss was 150 ml. Drains were not used.¿. (B)(6) 2009: (B)(6) medical center. (B)(6) md. Discharge summary. Complications: postoperative hypoxia and wheezing and challenging pain control. Condition on discharge: improved. Discharge diet: regular. Follow-up: dr. (B)(6) in 1 week. Hospital course: postoperative course marked by challenging pain control, high narcotic use, possibly oversedation, an episode of wheezing which led to chest x-ray and CT angiography with no pathology found, and then rapid improvement. By third postoperative day was ambulating, eating solid food, passing flatus. Wound was ecchymotic but healing well without seroma or drainage. Discharged. (B)(6) 2009: (B)(6) medical center. (B)(6) md. Office notes. Infected postoperative seroma. Wound is closed except for small rim of hypertrophic granulation tissue. Wound measures 7 mm transversely, 2-3 mm wide and is filled with small amount of hypertrophic granulation tissue which was treated with silver nitrate application which burned it down nicely. Redressed with gauze. Revisit in 3 days if there is still drainage; if not, wound will be declared closed and will have patient return to full activity at third month. Would like to see first week of february to recheck wound. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D1: updated brand name. H6: conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected, and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D1: updated brand name. G5: updated combo product field, added PMA/510k # . H6: conclusion code remains unchanged. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. .

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6)2005 whereby a "alleged gore device" was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh rolled up and edges were free requiring revision surgery on (B)(6) 2009. Additional event specific information was not provided.